Event description:
One case of subscapularis rupture that underwent surgical repair.

Manufacturer narrative:
Young, a. A., walch, g., et al (2012). Secondary rotator cuff dysfunction following total shoulder arthroplasty for primary glenohumeral osteoarthritis: results of a (B)(4) study with more than five years of follow-up. Journal on bone and joint surgery series a 94(8). Journal articles pages 685-693. This is the final report submitted regarding this surgical event and medical device. Journal articles pages 685-693. This is the final report submitted regarding this surgical event and medical device.